Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the wand became clogged and the physician was unable to unclog it; therefore, the procedure was completed using a new wand. There was no report of an adverse effect to the patient.